Manufacturer narrative:
Functional examination of the submitted modified hudson adapter with a retained mbt revision reamer was unable to seat the reamer into the adapter as design intended. A complaint database search finds no other reported incidents of non-assembly against the complaint sample product and lot combination. An additional search of the complaint database against product code 217863136 did not find any additional reports of inability to assemble the adapter with a mating reamer. Based on the complaint database search findings the event is being considered an isolated incident and no corrective action is being pursued at this time. Monitor future reports of assembly problems. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument will not release the reamer.